Manufacturer narrative:
The device was received for evaluation. During functional testing, the "soft key malfunction" was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a malfunctioning keypad overlay. The keypad overlay requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an damaged button, soft key malfunction during testing. There was no patient involvement. No additional information is available.